Event description:
Rn connected safety needle to syringe. Needle inserted into medication vial. Medication withdrawn from vial. Needle with attached syringe removed from medication vial and safety mechanism deployed on needle. Upon inspection of syringe contents, it was noted that a piece of the medical vial seal was sucked into the syringe. Rn reported incident to this writer. Safety needle removed from syringe and red cap placed on affected syringe. Reported safety needle, syringe (with medication still in it), and an unopened safety needle (included for lot number) kept as evidence.